Event description:
The customer indicated that during flight the propaq encore shut down unexpectedly without any visual or audible alarms, the shut down occurred instantaneously. The device was plugged into the charger. The customer turned the device back on and it remained on for a brief amount of time and then shut down again. There was no report of any patient harm as a result of the reported event. The customer did not provide any pt info.